Event description:
It was reported that the arctic sun device failed as it had low flow issues. Per sample evaluation results received via task on 13mar2025, it was reported that the device was failed to heat or cool properly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reported phone number provided: (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was unconfirmed. At this time, the root cause of the reported event could not be determined. Device passed verification check. The arctic sun 5000 was evaluated upon receipt. During the evaluation, the device passed the verification check. No repairs were performed as the device passed verification check. The reported event is unconfirmed, labeling/packaging review is not required. The reported event is unconfirmed, DHR review is not required. Initial reported phone number provided: (B)(6). Corrections: d, f, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed as it had low flow issues. Per sample evaluation results received via task on 13mar2025, it was reported that the device was failed to heat or cool properly.